Manufacturer narrative:
(B)(4). The insulin pump had unresponsive escape and activate buttons due to a flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted by analysis. Analysis was unable to perform operating currents, self, unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to unresponsive buttons. The insulin pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at display window corners, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's daughter reported via phone call that the customer was advised by their health care professional and insurance company to replace their insulin pump. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.